Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not shutdown following an alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. A patient with type 2 respiratory failure was determined to require ventilator support. After the doctor set the parameters and applied the mask, the device was used for a period. The device then alarmed. A nurse notified the doctor, who adjusted the parameters in an attempt to resolve the alarm, but the alarm persisted. A restart of the device was attempted, but the device was stated to be stuck at the shutdown interface. In a good faith effort (gfe) response from the authorized service provider (asp) it was provided that the customer had a third-party service provider come onsite for service of the device. The customer confirmed that the device was able to be restarted by the third-party service. No parts were replaced. Following the third-party service of the device, the ventilator was returned to full functionality and was returned to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.